Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the needle from the suture reload fell out of the jaws of the device. The needle fell into the patient cavity but was retrieved using a needle grasper. No adverse events have been reported.